Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks, reportedly due to small amplitude signals in conjunction with t-wave oversensing. The heart rate had been accelerated and the system programmed in the primary vector, at the time of the inappropriate therapy. Technical services reviewed device data, stating the high rates were likely indicative to a period of exercise thus suggested an exercise test to ensure proper system performance and vector selection. To date, only programming changes have been implemented. The device remains implanted and in service with no add'l complications.